Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the test at the doctor's office with a different poc (point of care) sys. Results as follows: date: (B)(6) 2011, inratio2: 3.2, lab: 6.9, patient therapeutic range: 2.5-3.5. Pt was bleeding from a vein in the leg. Pt was given vitamin k when at the hospital. The pt retested at the lab and his inr is back down. Pt had no change in medication or diet.